Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer did not start up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer powered on but does not boot up, it briefly displays an error and then it repeats. As a result the hard drive was replaced. It was also noted that the system fan was noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.